Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "hardened breast, pain, capsular contracture," baker grade unknown. Patient mentioned recall. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported ¿suspicion of partial rupture of the implant¿, ¿presence of retromuscular breast implants with highly lobulated contours, forming some folds in the right breast (contracture), in addition to disinfection and heterogeneity of the implant content in the lateral aspect (rupture)¿.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/ capsular contracture/anxiety/product/procedure was reviewed on 12-apr-23. Visual analysis of the photos identified: rupture: not observed. Anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: deformation observed.